Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping for 3 minutes and was noted that the display did not go blank. There was no report of harm to the patient.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp stopped pumping for 3 minutes is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the reported issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping for 3 minutes and was noted that the display did not go blank. There was no report of harm to the patient.